Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced epoxy on the outside of the needle. The following information was provided by the initial reporter: one of our vaccination teams has reported a fault with the bd flu+ 23g combined needle and syringe lot no 2012411. This was before use and the white area is dried and solid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-29. Investigation summary: a device history record review was completed for provided lot number 2012411. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. The samples were inspected and epoxy was observed on the cannula component. Epoxy is the adhesive used to join the metal cannula with the hub component. This defect resulted within the assembly process, when the epoxy is added to the syringe, most likely due to a temporary stoppage or malfunction in the dosage machine. A higher quantity of epoxy was added and a droplet fell onto the following cannula component. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced epoxy on the outside of the needle. The following information was provided by the initial reporter: one of our vaccination teams has reported a fault with the bd flu+ 23g combined needle and syringe lot no 2012411. This was before use and the white area is dried and solid.